Event description:
It was reported that the subject device had a b30 scope communication error. The issue was identified during set up, prior to the patient entering the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d4, h3, h4, h6, h11. The device was inspected by the field service engineer (fse), and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contact socket issues. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.